Event description:
Siemens was notified on (B)(4) 2013 that an abdomen intervention protocol was utilized during an interventional CT examination. When the radiologist started sequential acquisitions with the pedal to see the biopsy needle positon, the displayed images were frozen. There were no error messages generated at that time. Reportedly, the radiologist made two (2) image acquisitions before seeing that the display was frozen, which means the exact needle position was unk at that time although it is presumed that the needle was closed to the patient's aorta. There is no report of mistreatment or injury to the patient. This report issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2013. This MDR is being mailed on (B)(4) 2013. Siemens' investigation is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.